Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they experienced an insulin knot under their skin. The patient had a surgeon lance their skin on their stomach. They are also stating that the site keeps getting infected.